Event description:
The surgeon implanted a aa4203vf plate silicone lens. Six days post-op, the patient developed iridocyclitis, sterile hypopyon, pigment deposits on the lens, and a drop in va from pre-op 20/80 (06/24) to post-op 20/200 (06/60). In 12/2000, a yag treatment was performed. In 01/2001 follow-up showed a fibrotic posterior capsular opacification, and va improved to 20/80. The posterior capsular yag opening is showing fibrotic shrinkage. The patient's prognosis is unknown. The lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.